Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that anatomical interference was unknown, any angulation or kink in the delivery system upon deployment was unknown, and 10f delivery sheath system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the device had a cobra deformation and the sheath was also examined. A new unknown size device was opened and deployed using a new unknown size delivery sheath. There was no reported adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.